Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the screw had loosened. A revision surgery was performed sometime post-op and the hardware was removed and replaced with a different system. No additional information was provided